Event description:
It was reported that a peritoneal dialysis (pd) transfer set "fell off." This occurred during an unspecified process step of pd therapy. There was no report of patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
D4: lot #: reported lot h22e26087 is invalid and not recognized by baxter. The device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.